Event description:
It was reported to philips that tempus pro touch screen is not operating in all segments of screen.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touch screen not functioning properly. Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility. The reported complaint was confirmed as the touch screen was not functioning . The display assembly was replaced to resolving the customer¿s complaint. Testing and verification was completed satisfactorily (calibrated nbp, co2 and touch screen) and the device was returned to service at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was a physically damage display assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.